Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioflex meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started reading inaccurately around (B)(6) 2016. She reported that on an unknown date and time she obtained alleged inaccurately erratic blood glucose results on the subject meter of ¿261 and 196 mg/dl¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls within lfs¿ precision criteria. The patient manages her diabetes with oral medication, diet and/or exercise. She indicated that after obtaining the alleged inaccurate results, she continued with her usual dose of medication (including sliding scale). She reported that an unknown time after the start of the alleged issue, she developed symptoms of ¿dizziness and cold and hot and sweaty.¿ she denied receiving any additional treatment for her symptoms. During troubleshooting the cca noted that the patient¿s meter was set to the correct unit of measure and control test had not been manually selected. The cca also noted that the patient¿s test strips had been stored correctly and were within expiry date and the test strip vial was not cracked or broken. The cca confirmed that the patient had used the same approved sample site to obtain the blood samples and she described the correct testing steps. The cca walked the patient through a control solution test and the result was in range. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.